Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of two (2) devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 58 reports, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to not use the probe for mechanical displacement of tissue, damage to the probe may occur. Do not activate the probe while any portion of the active or return electrode is in contact with another metal object, including the scope; localized heating of the electrode and the adjacent metal object may result in product damage and/or injury. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
A sales representative reported on behalf of a customer that the aes-50sl, arthroscopic energy 50° probe with suction, xl, 18 cm device was used in an unnamed procedure on (B)(6) 2025, and ¿had an edge wand tip break off in a hip scope this morning. The fragment was removed from the patient and did not cause any additional harm or injury.¿. The procedure was completed with no reported delay. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.